Event description:
It was reported that when the device was used during a lung resection, the device jammed with the fourth reload. Another device was used to complete the case. There was no consequence to the patient.